Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during last fill of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would have caused or contributed to the event. The caregiver (cg) stated that there were no more air bubbles. The technical service representative advised the cg to end therapy if more bubbles showed up and call back if further assistance was needed. There was no patient injury or medical intervention associated with this event. No additional information is available.